Event description:
During a laparoscopic gastric bypass procedure, the device fired crossed clips that did not close on the vessels. A new device was opened to finish the procedure. There was no pt consequence.